Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. The pulse generator exhibited back-up vvi operation. No medical intervention or patient symptoms were reported.

Event description:
New information reported that the device was explanted and replaced on an unknown date.